Event description:
It was reported to boston scientific corporation that a rf 3000 radiofrequency generator was used during a kidney rfa (radiofrequency ablation) procedure performed on (B)(6), 2010.according to the complainant, during the procedure a console error (p4) occurred. The pad was replaced and the issue resolved.there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4)the device has not been received for analysis; therefore, the root cause of the reported issue could not be determined.(B)(4)